Event description:
The customer reported that the battery leaked in the battery compartment of the insulin pump and it would not turn back on. The customer stated the battery compartment was corroded, after the battery exploded inside of it. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer's blood glucose was 238 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to missing battery tube spring. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. Damage and burned electronic assembly.